Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they most likely received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of below 60 mg/dl at the time of the incident. The customer was at 115 mg/dl, bolused as they were about to eat, then checked their levels a little later and saw they were in the 60 mg/dl range, bolused again and then went below 60 mg/dl. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated that the reason they went into a coma was because their meter was giving incorrect readings. No further information was provided. The insulin pump will not be returned for analysis.